Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -12.00/+4.5/061 (sphere/cylinder/axis), within the same surgery due to there was a problem with the lens. There was no patient injury. The surgeon did not implant another icl lens. The cause of the event was due to user error. Additional information has been requested but none has been forthcoming. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -12.00/+4.5/061 (sphere/cylinder/axis), within the same surgery due to the lens tearing during delivery into the patients left eye (os). There was no patient injury. The surgeon did not implant another icl lens. The cause of the event was due to user error. Additional information has been requested but none has been forthcoming.